Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast surgery with two 300cc mentor memorygel breast implants experienced bilateral rupture post procedure. As a result, patient underwent bilateral removal and replacement with two 325cc mentor memorygel breast implants on (B)(6), 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On february 24, 2022 the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 300cc breast implant had shell abrasion and a crease/fold located on the anterior view. In addition, a tear (a) was identified within the shell abrasion, measuring approximately 0.3 cm. A second tear (b) was found within the shell abrasion and crease, measuring approximately 0.2 cm. And an area of missing material (c) was observed on the anterior view, measuring approximately 0.4 cm x 0.4 cm a microscopic examination was performed, in the area of missing material, and the cause of the rupture could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. The evaluation determined that the cause of the ruptures a and b are consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. This may be the result of the following factors: continuous and sustained stresses to the device during implantation or other procedures, such as folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Although no conclusion could be reached on the cause of the area of missing material (c), the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number:(B)(4).